Event description:
The hcp reported, the patient presented with severe itching, increased spasms, pain, and chills. The hcp felt these symptoms were consistent with the beginning of baclofen withdrawal. The patient's pump was interrogated and a motor stall message was found with no signs of recovery. The patient's pump was refilled, with no volume discrepancy noted, and the pump was updated. The pump was interrogated again and it still continued to show the motor stall message with no recovery. The hcp provided unknown supplemental oral medication. Three days later, the patient's pump was explanted and replaced due to the pump's unrecoverable motor stall. The patient recovered without sequela and is doing fine with the new pump. The drug contained in the patient's pump was lioresal and sufenta (unknown concentration/dose).

Manufacturer narrative:
.